Event description:
It was stated that the customer was hospitalized for hypoglycemia and the blood glucose reading was 27 mg/dl. It was stated that the customer had set the basal rate too high and had not eaten anything prior to going to sleep. It was also stated that the customer suffers from dementia. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.